Manufacturer narrative:
For evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent_p_temp ((B)(4)) met specification during manufacturing. Final inspection of the finish catheter was passed. This demonstrates that the catheter has been manufactured and sold conformance to relevant specifications. Furthermore returned catheter was investigated. An initial checkup in air at room temperature and in a water bath 37°c was performed. The catheter has shown an icp value of approx. 73,9 mmhg, which is out of specification. For a further investigation, the connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. Three wires were torn off. The missing wire reserve (pull loop of approx. 6-8 cm micro cable) in the plug indicates an overstretching of the catheter. By overstretching, the wire reserve is drawn into the catheter until a wire is torn off. This torn off wires explain the static pressure value. To finalize technical analysis, it was investigated, if the microchip shows any signs of mechanical damage, the measurement window was visually inspected, no damage to the silicone surface could be determined. Conclusion: this issue is attributed as a handling error on the part of the user, since precautionary measures and notes acc. The instructions for use zwo-013 have not been sufficiently observed.

Event description:
The clinic informed us that the catheter neurovent-p-temp (B)(4) was not able to display icp values while connected to monitor. The clinic decided to remove the catheter and no new catheter to applicate. The health condition of the patient was not influenced by this event. No additional operation and medicine were necessary.